Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level above 600mg/dl and large ketones considered to be dangerous. A correction bolus was delivered to address the bg level. Due to the bg and ketone levels, the customer went to the emergency room (ER). While in the ER, the customer was treated intravenously with fluids and insulin, the customer was subsequently admitted to the intensive care unit (ICU). While in the ICU, the customer received treatment via fluids delivered intravenously and the customer resumed use of the pump for insulin deliveries. No issues were observed with the supplies in use during this event. The customer was released from the ICU two days later with a bg level in the 200's mg/dl range. A system check was performed and the customer did observer a missed meal bolus reminder in the pump history.